Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information requested but unavailable: does the surgeon believe the post-operative hemorrhage could allegedly be related to enseal device? Was the site of the bleed an area where the enseal device was used? How was the patient treated?

Event description:
Title: robotic single-site versus laparoendoscopic single-site hysterectomy: a propensity score matching study. Authors: jiheum paek, jung-dong lee, tae wook kong, suk-joon chang, hee-sug ryu citation: surg endosc. 2016; 30: 1043 1050. Doi: 10.1007/s00464-015-4292-9. The aim of this study was to compare the surgical outcomes of robotic single-site (rss h) and laparo-endoscopic single-site total hysterectomy (less-h) and to evaluate the feasibility of rss-h in patients with benign gynecologic disease. A total of 467 patients were included in this study and were divided into 2 groups; the rss-h group (25 patients) and the less-h group (442 patients). For the rss-h group, the da vinci single-site surgical platform was used. During hysterectomy, the round ligaments were ligated bilaterally and bilateral infundibulopelvic or utero-ovarian ligaments were securely skeletonized and transected using enceal straight tissue sealer after identification of the ureters. The anterior colpotomy and posterior colpotomy were performed with the monopolar hook in the vagina delineated with colpotomizer. Then, both uterine vessels were skeletonized and desiccated with enceal sealer. For the less-h group, a single-multi-channel port system was used. The procedure of hysterectomy was equal to that of rss-h. For both groups, the umbilical fascia and subcutaneous tissue was approximated with vicryl 2-0 sutures without skin suture. The reported complications included ileus and inflammation in the pelvic cavity (n-5) which were treated with intravenous antibiotics, delayed ureter injury (n-2) which required an insertion of percutaneous nephrostomy, massive hemorrhage immediately after surgery (n-2) which required secondary laparoscopic surgery, and vault dehiscence right after sexual intercourse 2 months after surgery (n-2) which required laparoscopic vault repair. It was concluded that the rss surgery is feasible and safe in selected patients with only minimal skin incisions and further experience and technical refinements will continue to improve operative results. In addition, prospective randomized trials will permit the evaluation of the potential benefits of the rss surgery as a minimally invasive surgical approach.